Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On an unk date, there was an intervention for treatment of a cook bifurcated stent graft, two devices (another MFR's aortic cuff and one iliac limb). Pt outcome was not provided by the reporter.